Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laminectomy (l3), with bilateral facetectomies (l3-l4), bilateral foraminotomies (l3), part removal if retained spinal hardware, posterior segmental spinal instrumentation (l3-l5), posterolateral spinal fusion (l3) to the caudal fusion mass (l5), the pencil was set down on the drape after the initial pass. There was a small flame like a lighter flame present that burned a hole through the towel and drape. It extinguished itself; it stopped as quickly as it started. A similar device, from different manufacturer was used after the flame with the original generator and had no issues. There was no patient injury.

Manufacturer narrative:
Additional information: b3, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.